Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the instrument jammed. There was no pt consedquence.

Manufacturer narrative:
H6; code 100: dry fired. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument received with a formed staple jammed in the cartridge nose, with another staple fired over the formed staple, and with the cartridge nose weld yielded. The formed and jammed staples were removed from the cartridge nose and the instrument was cycled, fired, and properly formed 4 staples without incident and then jammed on the fifth firing due to a twisted staple. The staple twisted because of the broken nose weld and no further functional testing was performed. The instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument.